Event description:
It was reported that during a laparoscopic hepatectomy procedure, the white tissue pad fell off at the end of the procedure. The fallen piece did not fall into the patient¿s body. No adverse event to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Device reprocessed the analysis results found that the device was returned with the black tissue pad partially detached and small piece not returned but with evidence of the tissue pad material, with white tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. Additionally, it was noted that the blade had evidence of having been scrubbed with a metal pad, damaging the blade. Finally, the ethicon endo surgery logo on the shaft was note to be blurred, also suggesting of having been scrubbed with a metal pad. The device was disassembled to inspect internal components. Moisture was found at the hand activation domes. Due to the evidence discovered on the instrument which is evidence of possible reuse/reprocessing, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.